Manufacturer narrative:
Findings: unit had button error alarmed due to corroded on keypad trace. Also, corrosion found on lcd board. Unit received with missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error due to exposure to moisture. The customer's blood glucose level was 24 mmol/l at the time of the incident. The customer sent the product back for analysis.